Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to duplicate the customer reported problem, however the service technician confirmed in the ventilator diagnostic code history the occurrence of a vent inop due to an inhalation autozero failure. During testing of the ventilator, the service technician reported the inhalation solenoid was slow to build up pressure and slow to release pressure. The service technician replaced the three station solenoid to correct the finding. Extended self testing (est) and performance verification testing were completed and all tests passed to operating specifications.

Manufacturer narrative:
Results = 3 station solenoid.